Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant is not holding a charge since couple months ago. Patient stated they haven't used the implant because it won't hold a charge and they are making themselves suffer. Agent asked patient if they had fall or trauma and patient said they have fallen a couple times. Agent confirmed there is no concern with the external devices. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.